Manufacturer narrative:
The product involved in this complaint is of preamendment status and therefore no 510k is required., corrected data: g5: incorrectly reported on previous submission. G5 is not applicable. H10 for further explanation.

Manufacturer narrative:
Email is: regulatory.responses@icumed.com. One photo and one device sample were received in used condition without original package. Per visual inspection, it was detected that the tube was detached from the flange. The complaint was confirmed. A possible but unconfirmed root cause was incorrect equipment set-up. A device history record (DHR) review could not be performed as the lot number was unknown. No corrective actions were taken.

Event description:
It was reported that the patient was transferred to hospital because the patient had difficulty breathing. After x-ray, medical staff found the formed tube and plain flange of the tracheostomy tube was separated. The separated formed tube was removed through emergency surgery. After medical intervention, some bleeding was shown during homestay.

Manufacturer narrative:
Lot number, expiration date and UDI number and device manufacture date is unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.